Event description:
During the procedure, the pressurewire x, wireless was calibrated and equalized successfully. The device experienced issues connecting the wire and getting a reliable pd waveform. The procedure was completed with another device with no adverse patient consequences. This report is to advise of an event observed during analysis confirming a fracture at the coated proximal tube.

Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis. The results of the investigation were inconclusive. Functional testing and electrical testing could not be performed due to the guidewire fracture at the coated proximal tube (shaft), but the guidewire remained in one piece as the microcables and the corewire remained intact. There is no information reported that indicates the fracture occurred during the procedure. It is likely that the fracture occurred during post-procedure handling. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported signal loss and guidewire fracture remains unknown.